Event description:
Basically healthy individual--no diabetes, no drug or alcohol use. No hx of abd pain. No hx of constipation or abnormal bowel movements. Hx of regular, daily, normal bowel movements prior to colonoscopy. On (B)(6) 2021 had colonoscopy, (results below). Beginning (B)(6) 2021 symptoms began: awakened from sleep at 3:30 am, feverish, chills, temp=100.4, headache, no energy, abd discomfort, no bm. (B)(6) 2021 awakened from sleep at 4:30 am with abd pain, chills, temp=101, headache, had small marble sized bm without any relief. Entire abd painful with acute spasms in llq only. Went to ER, had lab work done, pelvic us, and abd CT scan. Dx=diverticulitis (even though recent colonoscopy revealed no diverticuli). Sent home on 2 antibiotics (flagyl and vantin). Completed doses and immediately after started 2 wk dose of probiotics. Thankfully, abd pain was relieved but have not had a normal bm in over 3 weeks--cramping with loose, powdery to watery, light brown to yellowish orange in color, multiple times throughout day in small amts. I had no abd pain or discomfort prior to having routine colonoscopy done and have been miserable ever since. Have taken antibiotics previously with loose stool side-effect lasting no more than 1 week and have had colonoscopies done in past without any discomfort, pain, or problems. Something is not right with this picture. Colonoscopy revealed a 5 mm sesile polyp in the cecum that was removed with hot snare. Retroflexion in the rectal ampulla revealed a hypertrophied anal papillae. Digital rectal exam revealed no abnormalities. (No indication of diverticuli). On (B)(6) 2021-abd CT scan (d/t acute abd pain): revealed bowel wall thickening with adjacent mesenteric stranding in the region of the sigmoid colon consistent with diverticulitis. FDA safety report ID# (B)(4).